Event description:
There was a default/error with two vision pv ivus catheters of the same lot while in use in the patient. The catheters were removed and replaced with no reported harm to the patient. Manufacturer response for intravascular ultrasound catheter, 0.035in x 90cm visions pv digital ivus catheter w/ markers (per site reporter).